Event description:
Caller states the patient tested 4.0 inr on the coaguchek xs system and 2.82 inr on a comparison lab. Caller states the lab values were used for adjustments. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.